Manufacturer narrative:
(B)(4).

Event description:
It was reported by the surgeon's office that the patient was scheduled to have vns explanted due to the patient not finding vns beneficial and belief that vns stimulation was causing shortness of breath. Information was received from the nurse of the neurologist that the patient complained of shortness of breath and voice alteration with stimulation. The patient did not feel the device was helping her. The patient was later seen by the physician and decided to disable the device due to the complaints of the patient of shortness of breath, voice change, throat and chest pain. The patient no longer wanted to try any settings adjustments prior to having the device turned off. The physician had determined the adverse events of shortness of breath, voice change, throat and chest pain were due to stimulation, however after it was disabled the patient continued to complain of shortness of breath and was referred to her pcp for further evaluation. No surgical intervention has been reported to date. No additional relevant information has been received to date.